Event description:
It was reported that the patient was experiencing some procedural pain and the patient pulled the trial leads out from her back. The explanted leads will not be retuned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7208480.